Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found that the yoke assembly had come loose from the female adapter resulting in the reported event. The technician replaced the dual monitor yoke assembly, tested the unit, confirmed to be operating according to specifications, and returned it to service. The damaged parts were returned to montgomery for engineering to review. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their dual monitor yoke assembly detached from the suspension arm of their harmonyair a-series surgical lighting system and was hanging by the wiring within the light. There was no one in the room at the time of the reported event. No report of injury or procedural delay.

Manufacturer narrative:
The damaged yoke assembly was returned for evaluation. A root cause of the reported event could not be determined. Steris will continue to monitor for similar events.